Manufacturer narrative:
(B)(4). This customer reported that during part of a pt event they were unable to acquire the pads ECG waveform. There was no report of any negative pt impact. The device was evaluated by philips and the reported symptom could not be reproduced. The device passed all performance verification testing. The event files were received and showed that the users needed to select the pads waveform for viewing pads in wave sector 1. There was no malfunction of the device.

Event description:
This customer reported that during part of a pt event they were unable to acquire the pads ECG waveform. There was no report of any negative pt impact.